Event description:
In 2007, the primary tlif surgery was performed on l5/l6/s for lumbar spinal canal stenosis or intervertebral foramen stenosis. In the post-op, the pt was wearing the brace for 4 months. In 2008 (exact date is unk), it was found that the screw on l5 fractured. At about 7 months later, during the follow up check, the surgeon found the bone fusion has not been obtained, however, there is no revision surgery planned so far.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.